Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous transluminal angioplasty stenting procedure using a 6f sheath. Reportedly, resistance was noted during advancement of the proglide device into the patient anatomy. No suture was present when the plunger of the proglide device was removed, a cuff miss occurred. A guide break occurred and a posterior foot separation was noted during removal of the device. The separated foot piece was discarded. A starclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported needle to cuff miss could not be replicated in a testing environment as the plunger, suture, link, posterior needle tip and cuffs were not returned for analysis. The reported guide break and foot detachment were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatments appear to be related to the resistance encountered during device insertion and deployment due to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.